Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. Upon interrogation, the estimated battery longevity was 4.2 to 4.7 years to elective replacement indicator (eri). On (B)(6) 2017, the patient presented in-clinic again, and the estimated battery longevity was 2.3 years to eri. It was noted that the fluctuations in the battery voltage near the end of midlife period may have resulted in the programmer's longevity estimate being longer than expected in april. No intervention was performed. The patient was stable and would continue to be monitored.